Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient¿s lead had migrated and was replaced. The patient was noted to be ¿ok¿ with good and effective therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).